Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and bowel dysfunction/sacral nerve stim. It was reported that  they have been having an issue with their bladder stimulator for a while. For some reason it is affecting their left leg and curling their toes. When this happens, they  cannot move their leg. The problem occurs intermittently, but the onset was sudden and started after the device started migrating and flipping. Sometimes the issues with their leg/toes will affect them all day, and then they will have a week where it is fine. They have ehlers danlos so the ins moves everywhere in their body. Their physician has discussed the option of going with a different implant location or different device type because the interstim flips over so frequently. The patient noted the device can flip when they are sleeping and can catch on the waistband of their jeans when they are putting them on and the device will stick out sideways and patient has to then flip it back down again. The nurse informed the patient that they consider this to be twiddler's syndrome even though the patient is not intentionally playing with the device. The ins can move all the way down their butt cheek. The problems started a couple months ago. The doctor's office told the patient to call  to change the program. The patient also noted they had previously ordered CT scans to make sure the device was not permanently flipped, but patient wondered if the migration issues are causing the unwanted sensations in their legs and toes. Patient will try decreasing amplitude some for now, and if they lose therapeutic effect they will call back for assistance changing to a new program. Patient also has a follow up appointment with managing physician in february and will discuss concerns with him.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.